Event description:
It was reported that the tip of the catheter broke off in the pt's leg. The tip was retrieved with no further incident.

Manufacturer narrative:
This device was resterilized through our open/unused process. The completion of this report is on hold pending a failure mode analysis report from a third party lab.